Manufacturer narrative:
Report 3003721894-2016-00041 is associated with (B)(4), polident adhesive freshmint. Polident adhesive freshmint is marketed as super poligrip cream in the us.

Event description:
Accidental swallowing [accidental device ingestion]. Case description: this case was reported by a pharmacist via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident adhesive freshmint) cream for denture wearer. On an unknown date, the patient started polident adhesive freshmint. On an unknown date, an unknown time after starting polident adhesive freshmint, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident adhesive freshmint. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the patient used polident every morning and when he removes his denture in the afternoon, he feels that he eats small amount of it every day. The patient is worried about his health.

Manufacturer narrative:
On 3003721894-2016-00041 is associated with (B)(4), polident adhesive freshmint. Polident adhesive freshmint is marketed as super poligrip cream in the us.

Event description:
Case description: this case was reported by a pharmacist via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident adhesive freshmint) cream for denture wearer. On an unknown date, the patient started polident adhesive freshmint. On an unknown date, an unknown time after starting polident adhesive freshmint, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident adhesive freshmint. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the patient used polident every morning and when he removes his denture in the afternoon, he feels that he eats small amount of it every day. The patient is worried about his health. Follow up received on 06 may 2016. The pharmacist informed that there was no side effect experienced by the patient. The patient had been using polident for almost 10 years and is concerned if it was safe swallowing it. This is because he squeezes a considerable amount of polident every morning and when he removes his dentures later, it is all gone.